Event description:
It was reported that "patient had an acute onset of pain (electrical shock feeling) throughout his leg as he lifted something heavy at work. Physician feels ceramic head broke prior to this event (due to the wear on the trunnion). Physician feels the ceramic liner broke after rubbing on the trunnion and that is when the patient felt the electrical shock."